Manufacturer narrative:
The edwards sapien 3 thv, edwards commander delivery system and accessories are indicated for use in patients with severe, symptomatic, calcific aortic and mitral stenosis considered to be of intermediate operative risk with an sts 4-8% or defensible intermediate risk profile determined by the heart team and approved by the case review board process; or considered to be of high operative risk with an sts score = 8% or defensible high risk profile determined by the heart team and approved by the case review board process. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.  During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. The patient had a complex history with multiple surgeries and interventions; including previously placed stents and valve. The cause of the central regurgitation is unknown, however is likely due to the post dilatation with a non-compliant balloon.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist (fcs), a patient had a previous melody valve (medtronic) that fractured and a pre-stent in the pulmonic position. A 23 mm sapien 3 valve (s3) was placed inside the previous valve. After post dilation with a 24 true balloon, it was noticed that the sapien 3 leaflets were damaged. A non-edwards valve was then placed inside the sapien 3 valve to resolve the issue. There were no adverse events or patient injuries. The patient is currently stable. According to the medical records:  patient in with ¿worsening outflow track obstructive gradient consistent with melody valve dysfunction.¿ the right femoral vein was used for the tavr  and covered stents, followed by palmaz stents, were placed throughout the lv-pa conduit. The diameter of the conduit measured 21 mm, so a 23 mm s3 was used. The s3 was implanted without incident, however, the valve ¿recoiled¿ resulting in moderate pvl. The s3 was post dilated with a 24 mm atlas balloon x1. Post dilation, the s3 showed ¿a significantly amount of regurgitation.¿ a 22 mm non-edwards valve was then implanted within the s3. Per fcs report, there was ¿damage to the leaflets¿ which would suggest the ¿significantly amount of regurgitation¿ post dilation was central regurgitation.